Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information and initial reporter information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) provided a potential cause. The device remains in use. No adverse patient effects were reported.